Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d9, h2, h6, h11 the device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to correct b5, h6 (clinical and impact codes), and h8. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. .

Event description:
There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use ligating device's loop had difficulty deploying and detaching during an unspecified procedure. The patient reported abdominal pain post-procedure - however, a CT scan was performed to confirm that no bowel perforation occurred, and the patient was discharged.